Manufacturer narrative:
(B)(4). Batch # m55f3r. The analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a wedge resection and pleuralectomy procedure, stapling gun would not fire, poor battery connection. Batter re-connected and fired staples, however, when surgeon's finger was taken off the firing trigger, the blade would not return to the home position. The battery was compressed and tried to remove, the knife blade then moved back to home position and jaws were able to be reopened. The gun and battery were replaced with new gun to complete the procedure. Three minute delay no adverse event. The gun and battery were replaced with new gun to complete the procedure. There was a delay of three minutes. There were no adverse consequences for the patient reported.